Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the calibration appeared to be off on the device. The force dial fdk-20 meter that is part of the 3000cal calibration kit is not working properly and is not accurate in its measurements. The unit is very hard to press and does not zero as it should. Issue has been present since receiving the unit. There was no patient involvement.

Manufacturer narrative:
D4: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review with the manufacturing batch review could not be performed. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.